Event description:
Customer alleges discrepant results with meter compared to the lab. Results as follows: date: (B)(6) 2011, inratio: 1.7, another meter type: 8.0, lab: 10.76. Lab testing performed an hour later. Pt's therapeutic range is 2-3. Pt received vitamin k treatment, on (B)(6) 2011. Last dose of coumadin taken 5 mg on (B)(6) 2011.

Manufacturer narrative:
Investigation pending.